Event description:
It was reported that the pt had a catheter revision approx two weeks prior to (B)(6) 2010 and was admitted to the hospital on (B)(6) 2010, due to a blood clot. Pt also had a shunt. Add'l info has been requested, but was not available as of the date of this report. Please refer to MFR report # 3007566237201008736.

Manufacturer narrative:
(B)(4).